Event description:
A pt needed to replace the transfer set because the occluder feet are broken, leaks can be observed when the mini cap is removed. Problem was detected during use. The reported transfer set was placed (less than 3 months). The pt started apd therapy in same day. There was no pt injury or medical intervention reported.